Event description:
A report of a pt that was explanted was rec'd. The pt developed an infection in the occipital region where the device is implanted. The pt's symptoms are swelling on one side of the neck. The physician stuck a needle in the neck and puss came out. The pt was prescribed oral antibiotics prior to the surgery. The pt's sys was explanted and the pt reportedly did well, and like to be re-implanted at a later date.

Manufacturer narrative:
The explanted devices were not returned to bsn for analysis, as they were discarded by the med facility. The pt was dually implanted with 2 ipg's and 3 leads. The serial number of the suspect ipg is unk; therefore all devices are listed and investigated.